Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubulure entered into occlusion immediately, without any reason. The nurse changed the set and everything worked properly. The incident occurred at a patient¿s home, but without any consequence for the patient. There was patient involvement.